Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was also received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, serial number label fading, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump screen had a spot that was grey where bolus was and top of screen has a line also. Customer stated that insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.